Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dissecting aneurysm in the celiac artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the physician performed an angiogram to facilitate insertion of the coil into the target location and did not visualize the marker band at the distal end of the lantern. Therefore, the lantern was removed, and the physician noticed that approximately thirty-five millimeters of the distal end of the lantern was broken off. The lantern was also kinked approximately twenty-four centimeters from the distal end and was ovalized at the distal end. After removal, the physician identified a foreign object stuck inside the lantern approximately ten millimeters from the broken distal tip. The procedure was completed using a new lantern to implant additional coils. No attempts were made to remove the marker band and it remained inside the patient after the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the distal end of the catheter was fractured, and the marker band was missing. If the lantern is manipulated against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed a kink in the catheter shaft and puncture. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.